Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during the device check. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states new instances of non-sustained right ventricular oversensing episodes was observed due to competitive atrial pacing. No programming intervention was completed. No further information is available.